Event description:
A lab comparison was performed on a pt. The lab result was 354mg/dl and the device reading was 486mg/dl. The pt was given insulin after the lab result was received. The customer states that controls were in range but values were not provided. A request was made for the return of the suspect device and replacement products were sent.